Event description:
It was reported that the right ventricular (rv) lead fractured and had high impedance and was oversensing noise. It was further reported that the lead insulation was damaged during the extraction procedure. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d314trg, ICD, implanted: (B)(6) 2012; product ID 4296-88, lead, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The lead was returned with severe explant damage.